Event description:
It was reported that there was a patient death. A left atrial appendage (laa) closure procedure was being performed. Pre-imaging that was performed noted an existing pericardial effusion. A watchman access system (was) and a 24 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. The physician gained groin access and performed the transeptal access with no complications. The physician positioned the was in the laa, and the effusion was checked and remained unchanged. An appendage picture with contrast was performed and a flash of contrast went outside the heart shadow. The effusion was checked with intracardiac echocardiography (ice) and with transesophageal echocardiogram (tee). The pericardial effusion continued to remain unchanged. The patients' vitals remained stable. The physician waited 15 minutes, and everything was still stable and unchanged. The patients CT was reviewed, and it didn't indicate any patient anomaly. They decided to continue the procedure assuming it was contrast washout in the veins. The procedure was then successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One hour post procedure the patient complaint of pain between their shoulder blades and then they proceeded to go into cardiac arrest. The patient did not recover from this event, and the patient died.

Event description:
It was reported that there was a patient death. A left atrial appendage (laa) closure procedure was being performed. Pre-imaging that was performed noted an existing pericardial effusion. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained groin access and performed the transeptal access with no complications. The physician positioned the was in the laa, and the effusion was checked and remained unchanged. An appendage picture with contrast was performed and a flash of contrast went outside the heart shadow. The effusion was checked with intracardiac echocardiography (ice) and with transesophageal echocardiogram (tee). The pericardial effusion continued to remain unchanged. The patients vitals remained stable. The physician waited 15 minutes, and everything was still stable and unchanged. The patients CT was reviewed, and it didn't indicate any patient anomaly. They decided to continue the procedure assuming it was contrast washout in the veins. The procedure was then successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One hour post procedure the patient complaint of pain between their shoulder blades and then they proceeded to go into cardiac arrest. The patient did not recover from this event, and the patient died. It was further reported that the patient was on eight liters of oxygen consistently.

Manufacturer narrative:
Information added to b5. Patient code added to h6.